Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event, but treatment for the peritonitis was unknown. Action taken with therapy was not reported. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). This report is for an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).